Event description:
Dexcom g-7 receivers settings set to alert when reading high or low will not alert using sound. I received a recall notice concerning this receiver. The notice gave a part number, and my receiver is affected. I have been unable toto contact dexcom.